Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and arrhythmia are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a coronary procedure with implantation of a 3.0 x 18 mm xience v stent in the proximal left anterior descending artery. On (B)(6) 2016, the patient was re-hospitalized with chest tightness and palpitations. Medications were administered and the event is chronic. On (B)(6) 2016, the patient was discharged from the hospital. No additional information was provided.